Event description:
It was reported that the patient was feeling an intermittent stabbing sensation on jolts in their vaginal area after experiencing a hard fall 5-6 weeks prior. The patient also broke a bone in their left arm. The patient stated that their fecal incontinence was also worse. The patient was advised to turn their stimulation off, but was difficult to determine if it helped due to the sensation being intermittent. The patient was advised to keep their stimulation off for a week to assess. The patient was not prescribed any pain medication, but they did meet with their physician the day prior to rule out any other health concerns. The patient stated that the sensations were not painful until the week prior. The patient was re-assessed one week later and stated that they were no longer in discomfort after turning off their stimulation and felt better. The patient underwent an x-ray of the pocket, but all appeared to be normal. The patient had their device removed. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6) model/catalog description: tined lead unique identifier (UDI) #: ((B)(4) block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was retained by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "incontinence, fecal" and "undesired sensations, non-target stimulation area" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.